Event description:
The customer reported that the up and down arrows on her insulin pump seemed to jump up quickly between non-sequential numbers. The customer declined troubleshooting for the keypad issue. Her blood glucose was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.